Manufacturer narrative:
Product not returned for evaluation. (B)(4).

Event description:
Consumer complains of low blood glucose test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Testing performed once daily, fasting. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from true result meter to wife's meter; observed 79 to 90 mg/dl difference between readings. Back to back blood test produced test results of 70 mg/dl using true result meter and 133 mg/dl using wife's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 103 mg/dl and 92 mg/dl. Additional blood test performed with wife's meter and test results were 87 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2015.